Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2019-112845 is being retracted since it was found to be a duplicate of 1818910-2018-61605. MFR# 1818910-2018-61605 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019. The patient underwent a left knee revision due to tibial tray migration, malpositioning, and loosening at the cement to implant interface. The surgeon noted effusion, mild poly wear-type synovitis, and tibial bone loss. The patella was not resurfaced during the primary operation. Competitor cement was used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2017; left knee.